Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was admitted to the hospital after having lost consciousness at work. Upon device interrogation, a treated episode was observed showing three shocks, however, none of the shocks was able to terminate the ventricular fibrillation (vf). After the third shock, the electrogram (egm) storage ended, suggesting the arrhythmia self-terminated and the patient regained consciousness after his colleagues rescued him. X-ray imaging was performed and it showed sub-optimal system placement as the electrode is located more cranially. Technical services (ts) reviewed the event and discussed the system position seems slightly superior and the lower part of the cardiac mass appears uncovered. In addition, it was mentioned that the device recorded untreated episodes showing oversensing. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of failure to convert rhythm is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of failure to convert rhythm is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this failure to convert rhythm has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was admitted to the hospital after having lost consciousness at work. Upon device interrogation, a treated episode was observed showing three shocks, however, none of the shocks was able to terminate the ventricular fibrillation (vf). After the third shock, the electrogram (egm) storage ended, suggesting the arrhythmia self-terminated and the patient regained consciousness after his colleagues rescued him. X-ray imaging was performed and it showed sub-optimal system placement as the electrode is located more cranially. Technical services (ts) reviewed the event and discussed the system position seems slightly superior and the lower part of the cardiac mass appears uncovered. In addition, it was mentioned that the device recorded untreated episodes showing oversensing. The s-ICD system remains in service. No additional adverse patient effects were reported.